Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. A literature review title self-adhesive mesh by posterior open preperitoneal approach (nyhus personal technique modified) in the treatment of inguinal hernial is in the journal of rev hispanoam hernia. 2013, 1 (4): 135-147, states in a prospective, single center 331 patients undergoing elective or emergency surgery for a primary or recurrent inguinal hernia over the period between february 2009 and december 2012 were reviewed. Complications included wound infection (1), hernia recurrence (1), and a death 27 months post op due to complication of hypertension, unrelated tot he hernia repair this ftr is for the infection, secondary to a superficial wound seroma. The wound was drained and cleaned every 48 hours, bacteria identified was staphylococcus hominis, which was treated with ciprofloxin.